Manufacturer narrative:
No button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The mother reported the customer jumped into the pool while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.